Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll on (B)(6) 2015. Investigation results as follows: visual inspection: a visual inspection of the returned autopulse platform was performed and found no physical damage was noted. Archive review: a review of the platform was performed and user advisories (ua) 16 (timeout moving to take-up position), 7 (discrepancy between load 1 and load 2 too large), 45 (not at "home" position after power-on), 24 (timeout moving to "home" position), 12 (lifeband not present) and 02 (compression tracking error) were observed on (B)(6) 2015. The archive also showed that there were no compressions made on (B)(6) 2015. The platform was only powered on and off on (B)(6) 2015. A small/light object or manikin was used onboard causing"ua02" error to be displayed upon power on. Note that the unit was not used on reported event date of (B)(6) 2015. During functional testing "ua16" was observed upon power up. Further investigation found the brake gap had seized cause the reported ua 16. The brake gap was freed and cleaned with alcohol to remedy the problem. Additionally, brake gap was measured and the gap was within specification at .008(-/+.001). Ua7, ua45, ua24, ua12 and ua02 were not observed during testing. The platform was run for 10 minutes with test manikin and 15 minutes run-in test with lrtf with no faults observed. Load cell characterization test was performed and both load cells are within specifications. The drive shaft was tested and found that it was difficult to rotate intermittently. Therefore the clutch plate was deburred. Based on the investigation, no parts were replaced. In summary, the customer's reported complaint of autopulse displaying user advisories 16, 7 and 45 were confirmed during archive review. Ua 16 was also confirmed during functional testing and was attributed to brake gap seizing up. Freeing and cleaning the brake remedied the ua 16. Additionally, ua 45 was remedied by deburring the clutch plate. The root cause for ua 7 could not be determined as the both load cells were functioning as intended and no damage was observed to the lifeband. The platform passed all final testing criteria.

Event description:
It was reported that during a shift check the customer's autopulse platform s/n 32918 was displaying user advisories 7 (discrepancy between load 1 and load 2 too large), 16 (timeout moving to take-up position), and 45 (not at "home" position after power-on/restart). The platform was also not engaging the lifeband. No patient involved. No further information provided.